Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient would like to know how much battery life she has left. Patient states she is seeing ins low icon on the top row of the home screen on programmer. Patient services reviewed the meaning of the eri (elective replacement indicator) and recommended patient contact hcp to discuss further. There was no allegation/dissatisfaction with ins longevity. The patient also states the spasms have improved since hcp provided her with cipro. Patient states she guesses it was some type of infection or something so she will just leave stim on for now. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient called and reported they were having problems with their device. They were transferred to patient services where it was reported that the patient stated they started having bladder spasms and their back was hurting really bad. The patient stated the back pain is in the area of their kidneys. Patient checked the stimulator and the patient programmer showed it was low. Patient stated they saw their healthcare provider and they recommended the patient call the manufacturer to ask if the battery level could contribute to the changes. It was reviewed the therapy should not change until end of service (eos) when therapy stopped. Patient reported they tried decreasing stimulation and that did not resolve the spasms or back pain. Patient did not have the patient programmer for troubleshooting at the time of the call. It was reviewed to turn stimulation off to see how that affected symptoms. It was also recommended to call back to confirm if the patient programmer was showing the programmer or ins battery level was low. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.